Event description:
The humidair standard tub part #37299 supplied for the resmed airsense 10 continuous positive airway pressure (CPAP) machines is not compatible and will not heat. Resmed has a newer model CPAP machine, the airsense 11, and discontinued the older compatible tub part #39474. Patients prescribed with humification are compromised in their treatment. Resmed corporation 9001 spectrum center blvd, san diego, ca 92123 +1 (858) 836-5000, +1 (800) 424-0737 (toll free), fax: +1 (858) 836-5501, email: customercare@resmed.com.